Manufacturer narrative:
Reported event is confirmed. Customer event ¿the ¿the tip of the universal plus dropped into the patient body was confirmed based on photographic evidence and device evaluation. Received one 60-5274-132 in opened unoriginal packaging. Lot number was not verified. Performed a visual inspection, the l-hook is disassembled from the device. There is evidence of soldering present. A two-year lot history review was conducted and found a total of 5 similar events involving 5 devices for this lot number. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a laparoscopic cholecystectomy procedure when it was reported ¿the tip of the universal plus dropped into the patient body during the laparoscopic cholecystectomy. The re-operation to remove the hook type-electrode was performed. The hook type-electrode could be retrieved.¿ the procedure was completed. There was about a 2 hour delay to the procedure. After further assessment it was found, as the patient was becoming awake from anesthesia the surgical staff was cleaning up the surgical instruments. They discovered the missing hook and they took an x-ray to confirm that the fragment of the device was in the patient body. The broken piece of the hook was confirmed at that time. Another surgery was performed to retrieve the hook. The covidien force triad was used and will be listed as a concomitant device. The settings for the triad were cut (pure) 30 w, coagulation/fulguration 30 w. There was 2 days prolonged hospitalization for the patient and the current status of the patient is unknown. This report is being raised on the basis of injury due to a 2nd surgery to retrieve fragments.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
Conmed (B)(4) reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a laparoscopic cholecystectomy procedure when it was reported ¿the tip of the universal plus dropped into the patient body during the laparoscopic cholecystectomy. The re-operation to remove the hook type-electrode was performed. The hook type-electrode could be retrieved.¿ the procedure was completed. There was about a 2 hour delay to the procedure. After further assessment it was found, as the patient was becoming awake from anesthesia the surgical staff was cleaning up the surgical instruments. They discovered the missing hook and they took an x-ray to confirm that the fragment of the device was in the patient body. The broken piece of the hook was confirmed at that time. Another surgery was performed to retrieve the hook. The covidien force triad was used and will be listed as a concomitant device. The settings for the triad were cut (pure) 30 w, coagulation/fulguration 30 w. There was 2 days prolonged hospitalization for the patient and the current status of the patient is unknown. This report is being raised on the basis of injury due to a 2nd surgery to retrieve fragments.